Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the cable lock for pistol grip cable tensioner became stiff. There was no delays to surgery or any adverse effect to the patient but the clip was becoming noticeable stiffer during the operation and harder to use. This report is for one (1) ø1.7mm cable lock for pistol grip cable tensioner this is report 1 of 1 for complaint (B)(4).